Manufacturer narrative:
An event regarding a fractured unknown femoral stem was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: clinical review of the medical records provided indicated: no clinical or past medical history, no patient demographics, no x-rays, no (B)(6) 2015 operative report, no confirmation of a broken femoral stem, no examination of the explanted components, and no documented follow-up between the bilateral primary total knees, both tibial revisions, and a final revision on(B)(6) 2015 are available. Based upon the information available for review, it is not possible to determine the cause for the revision of the tibial components of both primary total knees or to confirm the alleged fracture of the femoral stem, or even explain the presence of a femoral stem in the left knee which previously had only the primary tibial component revised. Device history review: could not be performed as no lot information was provided. Complaint history review: could not be performed as no lot information was provided. Conclusions: a clinical consultant performed a medical review of the medical records provided and indicated: no clinical or past medical history, no patient demographics, no x-rays, no (B)(6) 2015 operative report, no confirmation of a broken femoral stem, no examination of the explanted components, and no documented follow-up between the bilateral primary total knees, both tibial revisions, and a final revision on (B)(6) 2015 are available. Based upon the information available for review, it is not possible to determine the cause for the revision of the tibial components of both primary total knees or to confirm the alleged fracture of the femoral stem, or even explain the presence of a femoral stem in the left knee which previously had only the primary tibial component revised. The exact cause of the event could not be determined because the devices were not returned for evaluation and no patient demographics or x-rays were provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The doctor removed all components and found the femoral stem to be broken. After removing all components the doctor determined he had little distal femur to work with and elected to replace knee with a gmrs segmental knee. The components were trialed and real implants cemented.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The doctor removed all components and found the femoral stem to be broken. After removing all components the doctor determined he had little distal femur to work with and elected to replace knee with a gmrs segmental knee. The components were trialed and real implants cemented.